Event description:
It was reported that the atrial lead exhibited a loss of sensing. The atrial lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, lead, implanted: (B)(6) 2003. (B)(4).